Event description:
The customer reported to olympus that the duodenovideoscope had foreign material in the elevator channel, metal stent was broken at the time of stent removal and stuck into the elevator channel. The event occurred during a therapeutic ercp procedure, and the procedure was delayed till the next day. The procedure was performed using a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additional findings were as follows: plastic distal end cover had dents; adhesive on bending section cover was detached; low angulation and free play due to wear of angle wire; and due to shaved suction cylinder, suction volume did not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on follow-up with the user facility and the legal manufacturer's final investigation. Further information from the user facility was received where it was clarified that the patient underwent an ercp for stent removal and the non-olympus stent broke and got stuck in the scope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the non-olympus stent stuck in the biopsy channel and it caused the suggested event in delay of the procedure. Olympus will continue to monitor field performance for this device.